Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit(iesu) was analyzed. The unit was placed on an in-house system and run in normal mode. The reported error was reproduced. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, there was error c34 with integrated electro surgical unit (iesu). The technical support engineer (tse) asked site to power cycle iesu and informed that fault can return at any time without preventing and sustainable solution was to replace iesu. As a workaround, tse also suggested the caller to use the force triad with y cable and it can be controlled with the own foot switch directly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality checked upon powering on the system, the procedure was completed using valley lab generator. The field service engineer (fse) was able to replace the erbe the next day.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A supplemental MDR will be submitted if any additional information is received.